Manufacturer narrative:
Although the returned card has been received, the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "no treatments on new card" (computer software issue). A laser technician reports receiving a new wave card that showed no treatments. When the problem was found, there were no patients involve and was outside of surgery. It was a routine check of new wave cards received.